Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced shortness of breath due to burst stimulation. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the paddle lead was replaced and repositioned. Patient was reprogrammed post-operatively with effective low power tonic stimulation and the patient did not have shortness of breath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.